Manufacturer narrative:
This report is submitted on april 07, 2017.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2016, due to poor performance with device use. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on september 21, 2018.(B)(4).